Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil broke and seperated') and device dislocation ('left coil broke and seperated/it was in 90 degree in angle inside fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was in 90 degree in angle inside fallopian tube and in shape of letter y. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergies hightened"), lymphadenopathy ("lymph node swelling"), abdominal distension ("abdominal bloating"), headache ("headache"), feeling abnormal ("foggy brain"), pruritus ("itching all over body"), abdominal pain ("twinge in abdomen"), gastrointestinal disorder ("gastrointestinal symptom nos"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and adhesion ("adhesions fusing my entire left side"). The patient was treated with surgery (coils and fallopian tube out and hysterectomy and oils and fallopian tube out and hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pruritus, endometriosis, adenomyosis and adhesion outcome was unknown and the hypersensitivity, lymphadenopathy, abdominal distension, headache, feeling abnormal, abdominal pain and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adhesion, device breakage, device dislocation, endometriosis, feeling abnormal, gastrointestinal disorder, headache, hypersensitivity, lymphadenopathy and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil broke and separated') and device dislocation ('left coil broke and seperated/it was in 90 degree in angle inside fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was in 90 degree in angle inside fallopian tube and in shape of letter y". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), multiple allergies ("allergies hightened"), lymphadenopathy ("lymph node swelling"), abdominal distension ("abdominal bloating"), headache ("headache"), feeling abnormal ("foggy brain"), pruritus ("itching all over body"), abdominal pain ("twinge in abdomen"), gastrointestinal disorder ("gastrointestinal symptom nos"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and adhesion ("adhesions fusing my entire left side"). The patient was treated with surgery (coils and fallopian tube out and hysterectomy and oils and fallopian tube out and hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pruritus, endometriosis, adenomyosis and adhesion outcome was unknown and the multiple allergies, lymphadenopathy, abdominal distension, headache, feeling abnormal, abdominal pain and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adhesion, device breakage, device dislocation, endometriosis, feeling abnormal, gastrointestinal disorder, headache, lymphadenopathy, multiple allergies and pruritus to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.